Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: colorectal. According to the reporter: there was an incomplete anastomosis line. The donuts were incomplete and there was a post-operative content leak. The problem was solved by using two extra devices. There was no reinforcement material used. There was unanticipated tissue loss. The patient had a temporary ileostomy and required extended hospital stay. There was a delay of over 30 minutes in operating time. There was no unanticipated bleeding over 500cc. There was no unanticipated tissue damage.